Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports the guide wire frayed during use.

Manufacturer narrative:
(B)(4). The customer returned an unraveled guide wire and the product lidstock for evaluation. No other components were returned. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was deformed and exposed out of the coil wire. The distal weld was not present at the end of the unraveled coil wire. Microscopic examination of the guide wire indicate the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered at the point of separation. The proximal weld was present and appeared full and spherical. The major kinks in the guide wire body were measured at 343 and 367 mm from the proximal tip. The broken core wire measured 604 mm in length , which is within the specification; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire was also within specification. The undamaged proximal end of the guide wire was able to pass through a lab inventory arrow raulerson syringe (ars) and 18ga introducer needle with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered , withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The distal weld was separated from the unraveled coil wire and was not returned. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire frayed during use.

Manufacturer narrative:
Qn# (B)(4). Additional information received from the customer. The customer reports that there was no serious injury to the patient. It was also reported that "the provider did follow up with radiology and did not see any radiopaque foreign body on the CT imaging." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire frayed during use.